Event description:
The field sales associate (fsa) reported the following information: on (B)(6), 2016, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis (excluder) and gore® excluder® iliac branch endoprosthesis (ibe) for abdominal aortic aneurysm and left common iliac aneurysm. On (B)(6), 2018, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis (excluder) and gore® excluder® iliac branch endoprosthesis (ibe) on the right side for new aortic distal degeneration. Reportedly there is no relation to previous aortic repair, this was distal of the previous repair and a new aneurysm. It was reported that on (B)(6), 2022, the patient was admitted emergently for a contained ruptured left iliac artery due to a type iii (component separation) of the ibe devices in the left common iliac artery. A contralateral leg endoprosthesis was deployed as a bridge graft to the gore® excluder® devices. The patient tolerated the reintervention procedure.

Manufacturer narrative:
Additional devices implanted and/or related to this event: (B)(4).

Manufacturer narrative:
Addition code 22-according to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), potential device or procedure related adverse events section includes but is not limited to endoleak.

Manufacturer narrative:
Correction g1-manufacturing site# 2953161, w.l. Gore and assoc, inc, 1327 orleans drive, sunnyvale ca 94080.